Event description:
I was told saline implants were 100% safe, there was no way they could possibly harm me. And they would still be around even when I wasn't, a few years later I noticed when I would get it till I got extremely ill. After 6 years I noticed the right side was much smaller than the left, it is completely collapsed and ruptured inside of my body. Implants I had received or the polyurethane foam spray 168 textured saline implants made by mcghan medical industries. My beautiful son was born a year and a half after my implants were put in, we had no idea any harm could come to us, no idea at all now my son has a pituitary tumor. He had a tumor removed off of his ankle. I have nodules and tumors and lymphoma in my body and have spent most of my life sick because of these things that "(B)(6)" assured would be safe and are not only will it shorten my life but it is truly unfair that it will shorten my son's and to prove that they were defective. The right side collapse, the left side stayed intact; perfectly intact however, a few years after they were put in the right one fell apart inside of me leaving me totally just disfigured; most of my life sick and I won't even go into the emotional distress. It cost me because of my son. I can't put it into words. Mr. (B)(6) is a terrible man who wanted to get rich at any cost. I have suffered every illness and still do. I will die from this soon I am sure. I'm told they failed to test them. They never completed the testing. I believe every woman who has been harmed by these implants should have a day in court because this is absolutely a crime. This is murder, this is harmful. They knew what they were doing when they did this and sold these. It was a scheme to get rich in it costs a lot of good people, their lives not to mention children who are born by a mother who was lied to and told these implants were safe and had a child who is now going to suffer out the rest of that child's life because of mr. (B)(6). I say this because I have suffered most of my life because of it and I still am, and I will die because of it and it is unfair to have to watch my child suffer too for somebody else's greed. I don't understand how they got past the FDA, how they were able to sell and market something without completing all the proper testing, and now when I had heard that they were trying to not allow the victims of these terrible crimes to be heard in the court of law. How can the court even begin to think that it is fair for them to set a time frame on something that the FDA had not had passed all their tests. These things shouldn't have been out there so there can't be a time frame and these women deserve to be compensated including myself and my family before we die, not after so it goes right back into their pockets. And I do apologize if I seemed a bit harsh in this but you know what you would be too if you spent half your life sick and disfigured, and you had a beautiful child who is suffering and you knew your life was cut short and you were dying because of it, and somebody lied to you somebody passed something through that shouldn't have been and in the courts were holding it back from being hurt and having justice served you would be too. I have one other thing to say that very much bothers me this medical stuff the doctors trying to hide it not allowing the proper tests to go through to find out what's really wrong with us, keeping us waiting when we don't have time to wait because cancer does not. I had none until I received these things. Autoimmune disorder, rheumatoid arthritis, just "figure mint" terrible depression now for the good stuff nodules cancer, severe depression from watching my son suffers who was born a year after they were put in, and now we have been told he has a pituitary tumor in his brain; yes heart problems and have had a surgery and a tumor removed from his tendon on his ankle because of the polyurethane foam spray coating seeping through the placenta and damaging my child. No wonder why none of us can get ahead, we put our trust into the wrong hands because I'm sitting here dying from it and nobody out there is doing the jobs that they're supposed to be doing because they're not trying to save your life anymore. Someone is preventing doctors from doing their job saving lives. It's cruel. I'm sorry I can't give you all the other details of this because I am done being a guinea pig for I don't know who; it's time "frankin" stuff stops I told you what the problem is, and I'm sure you're well aware of it. And the only reason I'm recording it is for the help of others, and hopefully whoever is reading this will attempt to try and stop this kind of corruption. It's so inhumane and unfair to the public that trust them. And there will not be medications at least not if I can help it. Pharma is another huge problem in our world today. FDA safety report ID# (B)(4).